Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the engine was blocked and did not turn on the compact air drive device. During the pre-repair diagnostics assessment, it was determined that the gear seized, jammed and was moving heavy. It was further determined that the locking pin was blocked in the housing. It was observed that the motor was blocked and did not rotate. It was further determined that the device failed for check for air leak, check air hose coupling, check for untrue running, check the power with test bench: min 110 to 160w, check starting behavior, check for excessive noise and for check function of soft mode switch (safety system). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.